Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 134, 131, 141, 135 and 130 mg/dl. Customer stated that he had obtained the result of 134 mg/dl fasting and had gone to a scheduled doctor's appointment, where they had performed a blood test and obtained a blood glucose test result of 84 mg/dl using the dr'.s device. Customer stated the tests were done less than one hour apart. Customer stated that a lab test was performed and the result was 84 mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/13/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Manufacturer contacted customer in a follow-up call on 28-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.